Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had stimulation in the wrong area and back and leg pain. After implant a manufacturing representative told the patient that the implantable neurostimulator (ins) was turned on but set at 0.0, but it was not controlling their symptoms. The patient increased stimulation to 0.1 and stimulation was cramping their left leg and curling their toes. The patient had tried all 4 programs and was having the same type of stimulation on each program. The patient had to turn off stimulation. Since implant the patient also had had very bad back pain and leg pain. The patient had back surgery when they were 11 months old and their back had been sensitive ever since. The patient worked on their feet all day and when their back got sore, their legs would bother them and since implant they had been really painful. The patient had an appointment on thursday. The consumer further reported that the patient¿s lead migrated or dislodged. The patient had been lifting heavy merchandise and was excessively bending and twisting to do it. The patient had no symptom relief, it wasn¿t helping, and thepatient had back pain. This was due to a sudden change in therapy or symptoms. The patient¿s lead was revised on (B)(6) 2016. The patient recovered completely and was not returning to work from the second revision until mid-february. The patient was supposed to return to work on (B)(6) 2016, but didn¿t feel physically ready to do it. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim.